Event description:
It was reported that the patient presented in clinic. A device interrogation revealed that the patient's right ventricular (rv) lead exhibited high, out-of-range pacing impedance and failure to capture. It was suspected that the rv lead was fractured. The rv lead was capped and replaced on (B)(6) 2025. The patient was stable throughout.